Event description:
The customer reported, the 9800 system battery failed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced. The system was tested and operates as intended.